Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called and reported during fill 1 the cycler alarmed for air detected in the cassette. Treatment was discontinued. When he opened the cycler door there was still fluid in the cassette and confirmed that there was fluid inside the cycler. During follow up the patient's nurse who reported that the patient's effluent has remained clear, and that the patient did not require antibiotics.